Event description:
As reported through the (B)(6), the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 23 mm sapien 3 valve in the native aortic position. Sinus of valsalva was short at right coronary artery side and there might be less space to accommodate the leaflet. However, no problem happened in the coronary artery. The patient developed ventricular fibrillation during procedure and intra-aortic balloon pumping (iabp) was inserted. However, hemodynamics were still unstable. On postoperative day (pod) one (1), extracorporeal membrane oxygenation (ECMO) was emergently introduced due to hemodynamic instability. Coronary aortography indicated a coronary artery dissection at proximal of right coronary artery, and percutaneous coronary intervention (pci, stenting) was performed. The patient developed multi organ failure (mof) on pod-2 and subsequently expired on pod-7. Per medical opinion, this event was dissociated with edwards device nor tavr procedure. Patient information was unavailable. The device remains deployed in the patient and would not be returned for evaluation.

Manufacturer narrative:
The valve remains implanted. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav patency of coronaries during bav, and expanded height of the intended thv. Per the instructions for use (IFU), vessel dissection is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as exact cause is not provided, however could be related to mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Valve remains implanted.